Manufacturer narrative:
An event regarding sterile blister damage involving an accolade stem was reported. The event was confirmed. There is no indication that the event was related to patient factors. Device evaluation and results: the returned packaging showed signs of rough handling. Inspection of the returned materials by the packaging cell found no evidence the damage occured during manufacturing. Visual inspection: the outer box was examined. There was evidence of mishandling and damage. The inner and outer blisters, inner and outer tyveks and device were returned. The outer tyvek had been pulled back on 3 sides. The inner blister was pushed down into the cavity of the outer blister and become wedged in there, causing the seal flange to crumple and peel. This damage is consistent with rough handling in the field. A review of the blister package confirmed there was a full seal on both inner and outer blister present at the time of manufacture. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the damage to the device packaging was consistent with rough handling during transport.

Event description:
It was reported that the inner blister package was not properly sealed. The doctor suspected product's sterilization. Sr and vigilance safety manager explained safety of product's sterilization. Then doctor used it after sterilize it by povidone iodine.

Event description:
It was reported that the inner blister package was not properly sealed. The doctor suspected product's sterilization. Sr and vigilance safety manager explained safety of product's sterilization. Then doctor used it after sterilize it by povidone iodine.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.